Event description:
It was reported that a new ilet user experienced persistent hyperglycemia, with glucose around 338 mg/dl, after pausing the ilet, disconnecting for a shower, administering manual injections, and then reconnecting; the user reported no delivery alerts, initially placed an infusion set in an area they rarely use near the ribs, and during guided troubleshooting a bent needle was discovered and a full supply change was performed with site relocation to the outer thigh and insulin delivery resumed. Symptoms included high blood glucose. Outcomes included continued use of the device after supply replacement and education on proper site placement and allowing sufficient time for glucose response. Investigation included remote data review and guided troubleshooting with supply replacement and infusion site change. Investigation of this case revealed an infusion set/needle issue consistent with a bent cannula causing inadequate insulin delivery and suboptimal site selection potentially impairing absorption. It was concluded, based on previously established findings for similar reports, that the cause was use error related to infusion site selection and a bent infusion needle, with the underlying hyperglycemia cause remaining unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.